Event description:
It was reported that the sys displayed a communication error and would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated and tightened a power supply connector. The sys operates as intended.